Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/all over body") in a (B)(6) female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, fibromyalgia in 2008 and constipation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included obesity. Concomitant products included rizatriptan (maxalt) since 2008, savella form 2008 to 2017 and vitamins nos since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), constipation ("constipation"), arthralgia ("joint pain"), weight increased ("weight gain"), depression ("depression"), migraine ("migraines"), skin disorder ("patches of bumps on my skin that itched") and pruritus ("patches of bumps on my skin that itched"). In (B)(6) 2010, the patient experienced dysgeusia ("metallic taste"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue") and dysarthria ("slurred speech"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), rash ("rashes") and headache ("headaches"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, rash, dysgeusia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight increased, depression, migraine, headache, dysarthria, skin disorder and pruritus outcome was unknown, the alopecia was resolving and the fibromyalgia and constipation had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, constipation, depression, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pruritus, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was added. This case concerns (B)(6) patient. Her historical medication essure indication was amended. This case was upgraded in the incident category. Her historical medication was added. Her concurrent condition was added. Lab data was added. Essure drug coding was changed. Essure insertion date and removal date was added. Essure lot number was added. Events: pain: all over body; abnormal bleeding (vaginal/menorrhagia), rashes, hair loss, metallic taste, fibromyalgia, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping)/would double me over, piercing pain, dyspareunia (painful sexual intercourse), fatigue, constipation, joint pain, weight gain, depression, migraines, headaches, slurred speech, patches of bumps on my skin that itched and patches of bumps on my skin that itched. Hair loss improved after hysterectomy the following summer my hair was growing back. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/all over body / generalized pain") in a 38-year-old female patient who had essure (batch no. 20205262, 205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included elbow operation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included obesity, migraine, fibromyalgia since 2008, constipation, menometrorrhagia, hypertension, uterine bleeding, low back pain, fever, weakness, nose bleeds, nasal discharge, hoarseness, sore throat, chest pain, shortness of breath, cough, orthopnea, breast pain, vaginal discharge, joint swelling, pain in extremity, myalgia and numbness. Concomitant products included duloxetine hydrochloride (cymbalta), ethinylestradiol;levonorgestrel (levlen) from 2006 to 2009, ethinylestradiol;levonorgestrel (levora), rizatriptan benzoate (maxalt) since 2008, sumatriptan succinate (imitrex df) since 2002 and vitamins nos since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia) / heavy periods with clots"). In (B)(6) 2010, the patient experienced pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), arthralgia ("hormonal changes - joint pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes"), alopecia ("hormonal changes - hair loss"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary incontinence ("bladder or urinary problems or changes - leakage"), constipation ("gastrointestinal or digestive system condition type: constipation"), depression ("hormonal changes - depression"), migraine ("migraines"), headache ("headaches"), skin disorder ("patches of bumps on my skin that itched / rashes or skin conditions- type: itchy bumps on skin") and pruritus ("patches of bumps on my skin that itched") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder issues"), sensitivity of teeth ("dental problems teeth sensitivities"), fatigue ("fatigue") and dysarthria ("neurological conditions or problems type: slurred speech"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pain, menorrhagia, urinary incontinence, sensitivity of teeth, fatigue, arthralgia, weight increased, depression, headache, dysarthria, skin disorder, pruritus, abdominal pain and pelvic pain outcome was unknown, the vaginal haemorrhage, rash, dysgeusia, bladder disorder, dysmenorrhoea, dyspareunia, constipation and migraine had resolved, the alopecia was resolving and the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, constipation, depression, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, sensitivity of teeth, skin disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date in insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: 190 lbs. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fibromyalgia, migraine, depression, menorrhagia, urinary incontinence, vaginal haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, skin disorder, pruritus, headache, fatigue, weight increased, alopecia, constipation, abdominal pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abdominal pain, pelvic pain. Event tooth disorder updated to sensitivity of teeth. Outcome of event were updated. Medical history, concomitant drug, reporter information were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/all over body / generalized pain") in a 38-year-old female patient who had essure (batch no. 20205262, 205262-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included elbow operation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included obesity, migraine, fibromyalgia since 2008, constipation, menometrorrhagia, hypertension, uterine bleeding, low back pain, fever, weakness, nose bleeds, nasal discharge, hoarseness, sore throat, chest pain, shortness of breath, cough, orthopnea, breast pain, vaginal discharge, joint swelling, pain in extremity, myalgia and numbness. Concomitant products included duloxetine hydrochloride (cymbalta), ethinylestradiol;levonorgestrel (levlen) from 2006 to 2009, ethinylestradiol;levonorgestrel (levora), rizatriptan benzoate (maxalt) since 2008, sumatriptan succinate (imitrex df) since 2002 and vitamins nos since 2008. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia) / heavy periods with clots"). In (B)(6)2010, the patient experienced pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), arthralgia ("hormonal changes - joint pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6)2010, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes"), alopecia ("hormonal changes - hair loss"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary incontinence ("bladder or urinary problems or changes - leakage"), constipation ("gastrointestinal or digestive system condition type: constipation"), depression ("hormonal changes - depression"), migraine ("migraines"), headache ("headaches"), skin disorder ("patches of bumps on my skin that itched / rashes or skin conditions- type: itchy bumps on skin") and pruritus ("patches of bumps on my skin that itched") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder issues"), sensitivity of teeth ("dental problems teeth sensitivities"), fatigue ("fatigue") and dysarthria ("neurological conditions or problems type: slurred speech"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6)2015. At the time of the report, the pain, menorrhagia, urinary incontinence, sensitivity of teeth, fatigue, arthralgia, weight increased, depression, headache, dysarthria, skin disorder, pruritus, abdominal pain and pelvic pain outcome was unknown, the vaginal haemorrhage, rash, dysgeusia, bladder disorder, dysmenorrhoea, dyspareunia, constipation and migraine had resolved, the alopecia was resolving and the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, constipation, depression, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, sensitivity of teeth, skin disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date in insertion (B)(6)2009 and (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. (B)(6)2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: 190 lbs. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fibromyalgia, migraine, depression, menorrhagia, urinary incontinence, vaginal haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, skin disorder, pruritus, headache, fatigue, weight increased, alopecia, constipation, abdominal pain, arthralgia. Lot number reported (205262) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: update of information (batch not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/all over body") in a 38-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, fibromyalgia in 2008 and constipation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included obesity. Concomitant products included rizatriptan (maxalt) since 2008 and vitamins nos since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), constipation ("constipation"), arthralgia ("joint pain"), weight increased ("weight gain"), depression ("depression"), migraine ("migraines"), skin disorder ("patches of bumps on my skin that itched") and pruritus ("patches of bumps on my skin that itched"). In (B)(6) 2010, the patient experienced dysgeusia ("metallic taste"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue") and dysarthria ("slurred speech"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), rash ("rashes") and headache ("headaches"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, rash, dysgeusia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight increased, depression, migraine, headache, dysarthria, skin disorder and pruritus outcome was unknown, the alopecia was resolving and the fibromyalgia and constipation had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, constipation, depression, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pruritus, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. (B)(6) 2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: 190 lbs. Most recent follow-up information incorporated above includes: on 7-jun-2018: lot number added. No further information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/all over body") in a 38-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, fibromyalgia in 2008 and constipation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included obesity. Concomitant products included rizatriptan (maxalt) since 2008 and vitamins nos since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), alopecia ("hormonal changes - hair loss"), fibromyalgia ("fibromyalgia"), constipation ("constipation"), arthralgia ("hormonal changes - joint pain"), weight increased ("weight gain"), depression ("hormonal changes - depression"), migraine ("migraines"), skin disorder ("patches of bumps on my skin that itched") and pruritus ("patches of bumps on my skin that itched"). In (B)(6) 2010, the patient experienced dysgeusia ("metallic taste"), bladder disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes - leakage"), tooth disorder ("dental problems"), fatigue ("fatigue") and dysarthria ("slurred speech"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), rash ("rashes") and headache ("headaches"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, rash, dysgeusia, bladder disorder, urinary incontinence, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight increased, depression, migraine, headache, dysarthria, skin disorder and pruritus outcome was unknown, the alopecia was resolving and the fibromyalgia and constipation had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, constipation, depression, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pruritus, rash, skin disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Feb-2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: 190 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received: insertion date updated. Event coding updated as urinary incontinence. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('physical pain/all over body / generalized pain') in a 38-year-old female patient who had essure (batch no. 20205262, 205262-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included elbow operation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included fibromyalgia since 2008, obesity, migraine, constipation, menometrorrhagia, hypertension, uterine bleeding, low back pain, fever, weakness, nose bleeds, nasal discharge, hoarseness, sore throat, chest pain, shortness of breath, cough, orthopnea, breast pain, vaginal discharge, joint swelling, pain in extremity, myalgia and numbness. Concomitant products included duloxetine hydrochloride (cymbalta), ethinylestradiol;levonorgestrel (levlen) from 2006 to 2009, ethinylestradiol;levonorgestrel (levora), rizatriptan benzoate (maxalt) since 2008, sumatriptan succinate (imitrex df) since 2002 and vitamins nos since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia) / heavy periods with clots"). In (B)(6) 2010, the patient experienced pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), joint pain ("hormonal changes - joint pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), alopecia ("hormonal changes - hair loss"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary incontinence ("bladder or urinary problems or changes - leakage"), constipation ("gastrointestinal or digestive system condition type: constipation"), depression ("hormonal changes - depression"), migraine ("migraines"), headache ("headaches"), skin disorder ("patches of bumps on my skin that itched / rashes or skin conditions- type: itchy bumps on skin") and pruritus ("patches of bumps on my skin that itched") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder issues"), hyperaesthesia teeth ("dental problems teeth sensitivities"), fatigue ("fatigue") and dysarthria ("neurological conditions or problems type: slurred speech"). On an unknown date, the patient experienced painful hips ("pain in hips"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pain, menorrhagia, urinary incontinence, hyperaesthesia teeth, fatigue, joint pain, weight increased, depression, headache, dysarthria, skin disorder, pruritus, abdominal pain, pelvic pain and painful hips outcome was unknown, the vaginal haemorrhage, dermatitis allergic, dysgeusia, bladder disorder, dysmenorrhoea, dyspareunia, constipation and migraine had resolved, the alopecia was resolving and the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, depression, dermatitis allergic, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hyperaesthesia teeth, joint pain, menorrhagia, migraine, pain, pelvic pain, pruritus, skin disorder, urinary incontinence, vaginal haemorrhage, weight increased and painful hips to be related to essure. The reporter commented: discrepancy noted in date in insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: 190 lbs. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fibromyalgia, migraine, depression, menorrhagia, urinary incontinence, vaginal haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, skin disorder, pruritus, headache, fatigue, weight increased, alopecia, constipation, abdominal pain, arthralgia. Lot number reported (205262) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New event pain in hips was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain/all over body") in a 38-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, fibromyalgia in 2008 and constipation. Previously administered products included for birth control: birth control pills from 2006 to 2009. Concurrent conditions included obesity. Concomitant products included rizatriptan (maxalt) since 2008 and vitamins nos since 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/would double me over, piercing pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), constipation ("constipation"), arthralgia ("joint pain"), weight increased ("weight gain"), depression ("depression"), migraine ("migraines"), skin disorder ("patches of bumps on my skin that itched") and pruritus ("patches of bumps on my skin that itched"). In (B)(6) 2010, the patient experienced dysgeusia ("metallic taste"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue") and dysarthria ("slurred speech"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), rash ("rashes") and headache ("headaches"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, rash, dysgeusia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight increased, depression, migraine, headache, dysarthria, skin disorder and pruritus outcome was unknown, the alopecia was resolving and the fibromyalgia and constipation had not resolved. The reporter considered alopecia, arthralgia, bladder disorder, constipation, depression, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pruritus, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. On (B)(6) 2010, essure confirmation test: unilateral occlusion tubes were blocked. Current weight: 190 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.